Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2009 - the patient underwent implant of a bard composix kugel hernia patch for a recurrent incarcerated ventral hernia. On (B)(6) 2013 - the patient underwent a laparoscopic gastric bypass with roux-en-y gastrojejunostomy, laparoscopic hintal hernia repair with posterior crural closure, and lysis of adhesions from previous composix kugel hernia patch. Of note, the bard composix kugel hernia patch was noted to be somewhat bunched up, but no definite recurrent hernia was noted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the patient was treated for adhesions, adhesions is listed as a known possible adverse reaction in the instructions-for-use (IFU). A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.